Event description:
During a laparoscopic nissen procedure, a piece of the cartridge broke off and fell into the abdomen. The piece of cartridge was retrieved, with no consequence to the pt. A like device was used to complete the procedure.